Manufacturer narrative:
The cannula was observed to be kinked. A tear was found on the exposed portion of the soft cannula, fluid was observed exiting the tear. The cause and timing of the damage could not be conclusively determined. No other damages or defects were found along the fluid path. No blood was observed on the device. There were no damages or defects found on the formed needle that would contribute to the reported bleeding/bruising. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 386 mg/dl while wearing the pod between 4 and 24 hours wearing it on the arm. For treatment, the patient gave correction boluses.

Manufacturer narrative:
The cannula was observed to be kinked. A tear was found on the exposed portion of the soft cannula, fluid was observed exiting the tear. The cause and timing of the damage could not be conclusively determined. No other damages or defects were found along the fluid path. No blood was observed on the device. There were no damages or defects found on the formed needle that would contribute to the reported bleeding/bruising.